Manufacturer narrative:
Although the device from the reported event is expected to be returned for evaluation, it has not yet arrived. Upon completion of the investigation, a supplemental medwatch will be submitted. Device not yet returned to manufacturer.

Event description:
As reported by hospital in (B)(6), a dialysis catheter was removed and replaced due to a hole noted on the extension tubing. The used catheter will be returned to angiodynamics for evaluation.

Manufacturer narrative:
A recent angiodynamics complaint report was reviewed for the product family for the bioflo dialysis product family and the failure mode, "extension leg detached/separated/fractured. " no adverse trend was indicated. Returned was a used catheter which was confirmed to have a hole in the arterial extension tube adjacent to the flat section of the hub, i.e., 90 degrees from the molded parting line. There was no indication that the failure was related to either the manufacturing process or associated tooling. As a definitive root cause for this event could not be determined, a CAPA has been initiated to provide further investigation and determine if corrective action is required. Manufacturing process controls for the dialysis catheter include visual inspection for damage or defects, 100% leak testing, and guidewire insertion testing to verify lumen patency. (B)(4).